Event description:
It was later reported that the cause of the seizures was unknown but the device was ruled out as a cause. The patient¿s doctor did a device system check two weeks ago and the system was working as expected however symptoms were not controlled. His device was implanted for pain from spasms and left sided weakness caused by a stroke in 2000. His doctor was aware that he was having seizures. Then it was clarified that the device did not seem to be operating properly, causing him a lot of tightness. At his doctor appointment about a month a ago the device was not adjusted and he was taken off some of his medications to see if that would help.

Event description:
It was reported that the patient was having seizures. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).